Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine device exchange. During procedure, it was noted that the right ventricular lead had externalized conductors. The lead was explanted and replaced on (B)(6) 2019. Patient was stable post procedure.